Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was repositioned several times. During the third attempt to recapture the valve, it was not possible as the handle kept "jumping over." With "great sensitivity" and very slow turning could the valve be recaptured and retrieved from the patient. Subsequently the devices were replaced with non-medtronic devices. No adverse patient effects were reported. Additional information was received that the valve was recaptured three times. The reason for recapture was the prosthesis sat too loosely in the annulus and was displaceable with minimal push and pull. There was difficulty recapturing the valve because the deployment knob cracked and skipped.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. There was a slight bend to the capsule. There was a bend to the stability shaft. The handle appeared intact. The tip retract covers were returned partially detached. On retraction of the capsule via the rotation of the deployment knob, the returned valve deployed as expected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. The tip retract covers were removed, and a break was visible to the flush hub. There was deformation visible to the distal tip retract cover tab holders and white stress marks to the bottom of the proximal tip retract clips. The tip retract covers were reattached without issue. An evolut fx + 29mm valve was successfully loaded onto the dcs with resistance noted. The capsule was retracted via rotation of the actuator until the rumble strips were felt, and the capsule was advanced via rotation of the actuator to fully recapture the valve with resistance noted. The reported event for separation of components could be confirmed in the analysis due to the break to the flush hub. The reported event for difficult to recapture could be confirmed in the analysis due to the resistance noted during recapture in the analysis. Updated d.9 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was repositioned several times. During the third attempt to recapture the valve, it was not possible as the handle kept "jumping over." With "great sensitivity" and very slow turning could the valve be recaptured and retrieved from the patient. Subsequently the devices were replaced with non-medtronic devices. No adverse patient effects were reported. Additional information was recieved that the valve was recaptured three times. The reason for recapture was the prosthesis sat too loosely in the annulus and was displaceable with minimal push and pull. There was difficulty recapturing the valve because the deployment knob cracked and skipped. Additional information was received to clarify "jumping over" was in reference to the handle of the delivery catheter system was over driven. Additionally, "great sensitivity" refers to "the closing during recapture".

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Corrected data: e1. The street 2 was inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.